Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp said the bags were connected at time of the alarm, however, the hp put the patient line extension on after priming. The hp states he only has enough solution to last until next delivery and wants to use this same set up. The tsr explained the set up is compromised and to call the nurse about being connected to a machine with air detect alarm. Baxter product surveillance contacted the nurse on (B)(6) 2011. The nurse stated that the patient reported the event and now knows not to add the line after prime has completed. Therapy was ongoing and no patient injury or medical intervention was reported.